Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings, battery out limit and no delivery alarms from the insulin pump. The customer's blood glucose reading was in the 40s mg/dl. The customer treated with additional treatment per health care provider. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was also a battery out limit alarm. The customer stated that the pump was without power for about 30 minutes prior to the alarm. The customer was advised to monitor the pump and call back if the issues persist.